Manufacturer narrative:
(B)(4). Returned meter evaluation resulted in no defect found. Most likely underlying root cause of malfunction: user had a test strip issue, user had a high glucose result.

Event description:
Consumer complaint of blood result reading of "hi". Expected blood glucose range is 125mg/dl-140mg/dl, before eating. Performed a blood test in the morning and received a 235mg/dl, fasting. Performed a back to back blood test; hi and 600 mg/dl, 2 hours after eating. Performed a blood test on another lot of test strips, result was hi. Reviewed the last five blood results from the meter memory: 1) hi, (B)(6), 4:04 pm, 2 hours after eating 2) hi, (B)(6), 4:02 pm, 2 hours after eating 3) 235 mg/dl, (B)(6), 6:40 am, before eating 4) 371 mg/dl , (B)(6), 8:48 pm, less than 2 hours after eating 5) 284 mg/dl, (B)(6), 5:24 am, before eating. No adverse event reported.